Event description:
It was reported that the iodine was dried up inside of the sponge on a mini-cap. This was found prior to use and the cap was discarded. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.